Manufacturer narrative:
The device was returned to zoll medical germany for evaluation. The customer's report was not replicated or confirmed. The device was put through extensive testing without duplicating the report. An internal inspection of the device found no discrepancies. The clinical files provided by the customer were not related to this patient event. The customer was contacted but was unable to provide additional files or information related to the reported event. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the device self-discharged. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.